Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer and the results of the legal manufacturer's final investigation. Additional information was received indicating that the reported issue occurred during a colonoscopy procedure. It was noted, subsequently, the cable from the port at the back of the processor was replaced which resolved that issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, the root cause of the event of intermittent loss of image could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lcd monitor has a temporary loss of image. It is unknown when the issue occurred. There were no reports of patient harm.